Event description:
Patient with history of stage iiib non small cell lung ca had groshong power port placed on (B)(6) 2014. Patient had concluded her chemo and radiation treatments and port removal procedure was performed by cardiothoracic surgeon on (B)(6) 2015. During the removal, the catheter broke from the hub. A second procedure was required. Fluoroscopic-guided retrieval was performed by an interventional radiologist using the r femoral vein within hours of the port removal procedure. Dates of use: (B)(6) 2014 - (B)(6) 2015. Reason for use: chemotherapy related to non-small cell lung ca.